Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). It was reported that the axis was broken. All medwatch submissions related to this report are: 9610612-2018-00119.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the digital microscope vhx-5000 keyence and the digital- camera "panasonic dmc tz8". Furthermore this case was discussed with a specialist from the product management. The nr400k is broken at the thread. The fracture surface exhibit no material defects like foreign particles inclusions or blow holes. The broken part in the femurbox was investigated in the scanning-electron-microscope the scanning-electron-microscope pictures indicate that it is a fatigue fracture. On the nb016203: hinge ring f3 are visible signs of a hyperextension. The impression is visible and touchable. The femur component was implanted with wedges to correct the bone defects of the patient. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably not product related. Rational: we assume that the patient had several bone defects which were compensated for using spacers and bone cement. This led to the femur component not being supported enough and therefore the loading being transmitted through the femur box to the femur stem and the nut. Furthermore it should be mentioned that the patient has a weight of (B)(6). This circumstance strengthened the mentioned effect. No CAPA is necessary.